Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: 2004 (B)(6); product type catheter. (B)(4).

Event description:
A confirmed motor stall noted in the event log with no motor stall recovery recorded. The first stall in the event logs was (B)(6) 2014 @ 0442 with a recovery (B)(6) 2014 @ 0639. Most recent stall was (B)(6) 2014 @ 0005 with tube set (B)(6) 2014 @ 0005 and no recovery to date. The patient was believed to begin experiencing withdrawal symptoms and had heard the critical pump alarm for 2 days per the hcp. Device troubleshooting options were discussed and per the hcp they were scheduling the pump replacement for (B)(6) 2014. The pump was used to deliver dilaudid. Additional information has been requested, but had not been received as of the date of this report.

Manufacturer narrative:
Additional information/device evaluation: analysis of the pump revealed a gear train anomaly; there was corrosion and/or wear and/or lubrication. The stall was due to shaft-bearing and gear pinion.

Event description:
Additional information was received and it was reported that the patient was experiencing withdrawal symptoms. The pump was replaced. The patient status was reported as ¿alive-no injury¿.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. (B)(4)

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.